Event description:
As per customer: Application: Ventilating intubated patient. Emergency pressure release valve came out of housing, separating completely from BMV unit, unable to generate positive pressure to ventilate patient. Patient outcome unknown.

Manufacturer narrative:
As there is no information on whether a back-up device was promptly acquired and if ventilation was immediate restored and the further patient outcome, this complaint is reported as a serious injury because we are in doubt.The actual sample, pictures or lot number has not yet been provided. Several follow-ups have been done the customer without any feedback yet. The investigation is still on-going. A follow-up MDR will be submitted when investigation of the incident has been concluded.